Event description:
It was reported while using bd vacutainer® cpt¿ cell preparation tube with sodium citrate, two (2) tubes broke inside of the centrifuge. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D.4. Medical device expiration date: unknownh.4. Device manufacture date: unknowninvestigation summary:bd did not receive any samples or photos for investigation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.